Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years, 2 months post implant of this aortic bioprosthetic valve, an echocardiogram showed aortic insufficiency the valve was explanted and replaced. Post explant visual inspection of the valve noted a hole in the base of one of the leaflets. No additional adverse patient effects were reported.